Event description:
It was reported that during reprocessing, the cysto-nephro videoscope sheath was starting to rip off. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Device was not returned for evaluation and could not be evaluated. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is no problem detected, it was not confirmed that there was a problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.